Event description:
Complainant alleged that while using the device it displayed status codes 7, 9, 66 and 110. In addition, the device would not charge. There was no indication of any pt involvement in the reported malfunction. Several attempts were made to obtain additional info regarding the reported malfunction. All atempts were unsuccessfull.